Event description:
The user facility reported that a water hose connected to the carbon filter housing external to the system 1e processor had disconnected, resulting in flooding of the immediate room and several other rooms. No injuries, delays or cancellations in procedures were reported.

Manufacturer narrative:
When the steris technician arrived he found that the facility maintenance had already reconnected the hose to the carbon filter housing by cutting off the end of the hose, slipping it over the 90 degree barbed connector, and tightening the hose with a worm clamp. The steris technician replaced the fitting with a new fitting, slipped over the hose, tightened with a worm clamp, ran a test cycle and returned the equipment to service. The user facility's water pressure was at measured at 70 psig, which exceeds the system 1e incoming water pressure specification of 50-60 psig. The unit was installed on (B)(4) 2011 when the water pressure was in specification at 50 psig. The cause of this event is that the incoming water pressure was higher than specification. Steris advised the user facility that the incoming water pressure must be regulated to meet the steris specified requirement of 50-60 psig.

Manufacturer narrative:
Steris identified through a production/post production risk management review that property damage can occur if a system 1e hose disconnects, resulting in water leakage when the unit is left on and unattended at night and/or weekends. Steris has received no reports of injuries associated with the disconnection of a system 1e water hose. Steris corporation will install new hoses and connections on system 1e liquid chemical sterilant processing systems (#3000251274-7/10/2012-001-c).